Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound and MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: visual analysis of the photographs a broken device is not confirmed to be complete. The cause cannot be determined because it cannot be seen with the microscope further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound and MRI. Device has been explanted.